Event description:
A medwatch was received with the following event description. "The hemocath became stuck in the pt and it broke into 3 pieces. One piece was difficult to remove from the pt's subcutaneous tissue but we were able to remove it." The physician was attempting to reposition the catheter.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete a final report will be submitted.